Event description:
No osseointegration, patient has diabetes mellitus, no thread tap used, primary stability was achieved, implant was completely covered by bone, bone resorption, mobility on impression.